Event description:
It was reported that during a de novo, moderately calcified, 95% stenosed, right, internal carotid artery acculink stenting procedure, the patient experienced hypotension and common medication, phenylephrine, was administered and the hypotension symptoms resolved three days later, on (B)(6) 2012. After the acculink stenting procedure, on the same day, the patient experienced bradycardia and no treatment was done. The bradycardia symptoms are listed as continuing. There was no adverse patient sequela. There was no additional information provided.

Event description:
Subsequent to the initial medwatch, additional information received reported that the bradycardia resolved without treatment without patient sequela three days later on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of bradycardia and hypotension are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4).